Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 694775 lead, implanted (B)(6) 2011; d224trk ICD, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that during an implantable cardioverter defibrillator (ICD) replacement procedure the physician noticed thinning and wear on the outer insulation of the left ventricular (lv) lead. Silicone and adhesive was used to bond and repair the lead. No electrical abnormalities were noted during testing. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.